Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported that during the replacement procedure the device "got deformed" therefore a new implantable cardioverter defibrillator (ICD) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a right ventricular lead integrity alert (lia). The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2015, v sensing integrity counts up to 3177. Vt-ns episodes and vf detected episodes with inappropriate shocks due to lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 400-500 ohm range. Rv lead integrity warning occurred on (B)(4) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. (B)(4).